Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that there may have been noise on the patient's atrial lead. The noise was not reproducible with isometrics and was only noted while the patient was at work with large machinery. The patient was in stable condition and no intervention was performed.